Event description:
It is reported that a customer's wife states that the customer is no longer on insulin pump therapy because of several instances that the customer experienced diabetic ketoacidosis. The patient's blood glucose level was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.